Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticm5_13.2, -9.00/1.5/115 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye right eye (od). The lens was implanted and removed intraoperatively. There was no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim # (B)(4).